Event description:
It was reported that during a trial, one of the 1x8 leads had no response. The lead was inserted into the other connection block with no response again. All impedances were high. The lead was replaced and the pt experienced good stimulation. Programs were provided that achieved the coverage needed. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).